Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During the visual inspection, the subject stent was received deployed within a cut section of the microcatheter. The introducer sheath and stent delivery wire (sdw) were not returned. The subject stent could not be removed from the microcatheter. Part of the subject stent was visible where the microcatheter was cut. Functional inspection was unable to be perform as the stent was returned in a deployed state. The as reported codes 'stent difficult/unable to advance or pullback through catheter' and 'stent deployed prematurely during retraction/re-sheathing' could not be replicated. However, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that the subject stent encountered resistance while delivering inside the microcatheter and after several tries the operator withdrew the subject stent. The subject stent got stuck at hub and when retracting with force, the stent delivery wire (sdw) and the subject stent got separated. Additional information provided by the customer indicated that that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition during preparation/prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the patient's anatomy was described as 'moderately tortuous'. During analysis, the subject stent was received deployed within a cut section of an microcatheter. The subject stent could not be removed from the microcatheter. Part of the subject stent was visible where the microcatheter was cut. The introducer sheath and stent delivery wire (sdw) were not returned. The subject stent could not be removed from the microcatheter. The internal profile of the non-stryker microcatheter hub does not fit well with the external profile of the distal tip of the introducer sheath. This mismatch could result in a gap between the distal opening of the sheath and the proximal opening of the microcatheter lumen. Under these conditions, the subject stent may advance into the gap between the sheath and the proximal end of the microcatheter lumen. If this occurs, the subject stent could begin to deploy in this gap and encounter resistance during further attempts to advance it. The event update also stated that resistance was encountered while delivering the subject stent inside the microcatheter, and after several attempts, the operator withdrew the subject stent. This provides a possible explanation for the damage observed during analysis and the associated findings. An assignable cause of procedural factors has been assigned to the as reported codes, 'stent difficult/unable to advance or pullback through catheter' and 'stent deployed prematurely during retraction/re-sheathing' and the as analyzed code 'stent deployed prematurely during use' as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was reported to have been used in accordance with the directions for use (dfu), but performance was limited due to procedural factors during use.

Event description:
Analysis of the returned device found that subject stent deployed prematurely during use. There were no clinical consequences to the patient reported as a result of this event and the procedure was completed successfully.